Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001348, and no internal actions related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking blood from the hemostatic valve when the introducer was being pulled out. No air entered the patient¿s body. No interventions were required to stop the bleed. Patient¿s hemodynamics was not compromised due to the issue experienced. It is unknown how the issue was resolved; however, it was confirmed the procedure was successfully completed. Since there¿s no indication that the bleed was excessive nor that patient¿s hemodynamics was compromised or that additional interventions were required, this won¿t be considered a patient event. This event will be considered a product malfunction for ¿hemostatic valve-separation¿ since it is most likely that the blood leakage occurred due to a malfunctioning or dislodged valve. Hemostatic valve separation is an MDR-reportable issue.